Event description:
It was reported that during a cto of a calcified sfa of a vascular stent, the angled support sheath penetrated through the vascular stent and the distal marker of the support sheath detached. Contrast injected angio demonstrated an extra luminal track adjacent to the sfa vascular stent. The recanalization failed to cross the lesion, therefore, the procedure was concluded. The distal marker remains embedded in the interstitial layer of the sfa. There was no patient injury reported.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The sample was returned. The distal tip marker band was missing and not returned with the device. The edges of the outer catheter at the location of the marker band detachment were jagged. No other anomalies were noted to the returned device. Based on these results the investigation is confirmed for a distal marker band detachment. Per the reported event details, the tip of the usher appears to penetrate through the stent struts and then the marker band detached. It is likely that the interaction between the usher catheter and the stent contributed to the market band detachment. It is possible that patient factors and/or procedural issues may have contributed to the reported event. However, the definitive root cause could not be determined based upon the available information.